Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer had prefilled the cartridge with 200 units of insulin. Tandem technical support advised the customer that prefilling cartridges was off label. A new cartridge was successfully loaded onto the pump. Customer's blood glucose level was 400 mg/dl.